Event description:
The patient reported that he heard beeping for about five seconds, every morning for 3-4 days. Follow-up with the physician's office indicated that there was no issue, but the patient had been experiencing atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.